Event description:
It was reported that a patient using a freestyle libre 3 plus sensor experienced repeated scan errors when attempting to obtain glucose readings, and the call was transferred to the partner organization for support. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health or need for medical care. Investigation included call triage and referral to the partner manufacturer for device-specific troubleshooting. Investigation of this case revealed a failure to retrieve sensor data during scanning. It was concluded that the event involved a sensor communication or reading failure with no reported patient harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.